Manufacturer narrative:
Internal reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028 there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call 03-nov-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer contacted manufacturer on free meter line stating she was referred by sunshine health for courtesy test strips. Customer's current test strips are expired: mu2290, manufacturer's expiration date is 06/21/2018. Customer did not report a complaint regarding the truemetrix meter. At the time of the call the customer felt well and did not report any symptoms. Customer stated that she had been hospitalized on (B)(6) 2020 through (B)(6) 2020 due to high blood glucose; customer stated her blood glucose had been over 1200 mg/dl. Customer stated that she had been disoriented for two days and unable to answer any questions, customer stated her sister had called the ambulance and they had transported her to the hospital. Customer had been diagnosed with hyperglycemia and treated with two types of insulin to lower her blood glucose. Customer stated she has not been testing with the truemetrix meter as she could not get in touch with her doctor to get test strips. Customer stated she had not received any test strips since (B)(6) 2019.

Manufacturer narrative:
Sections with additional information as of 30-dec-2020. H6: updated FDA's conclusion codes. H10: complaint product was not returned for investigation, product lot number provided expired, unable to perform retention testing, updated most likely underlying root cause from mlc-028: there was not enough information to determine the mlurc to mlc-012: product expired.